Event description:
The manufacturer received information alleging a test failure during service. There was no harm or injury reported. The device's system board was returned to the manufacturer for evaluation. During evaluation of the event log, a ventilator inoperative error code was found. The device's system board needs replaced to address the issue.